Manufacturer narrative:
D1: corrected brand name h6: corrected health effect - clinical code, health effect - impact code, medical device problem code, component code, investigation findings and investigation conclusions updated manufacturer narrative: based on review of all available information, there is no evidence to suggest that the reported event is related to any product problems or use issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, the reported infection may have been caused by a multitude of factors, which include: implant positioning, implant size selection, and/or patient-related factors (fitness for surgery, biomechanics, activity level).

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Event description:
Study: exactech truliant knee clinical study ;subject: (B)(6) . It was reported via clinical study, that the 43 yo female patient was evaluated in the emergency department by the orthopedic surgery service due to 1-day of increasing left knee pain s/p left total knee arthroplasty on (B)(6) 2017. The patient presents to the emergency department with a fever of 102.7, tachycardic, a new white count of 11.3, and a crp of 114. The patient noted a fever to tmax 102 at home and increasing left knee pain with chills. Patient was admitted to the orthopedic surgery service for further monitoring/infectious workup and joint aspiration. The date of event onset it (B)(6) 2017. The patient¿s standard reverse shoulder system was revised to hemiarthroplasty. The outcome was last known as resolved on (B)(6) 2017. The case report form indicates this event is definitely not related to device and possibly related to procedure.

Manufacturer narrative:
D10. Concomitants: truliant femoral component ref. No. (B)(4); tibial tray type cemented tibial tray ref. No. (B)(4); tibial stem extension ref. No. Patellar type standard; patella component ref. No. (B)(4); additional product ref. No. (B)(4) (simplex hv cement).